Event description:
It was reported that the helix of the attempted right atrial (ra) lead seemed to pop out or deploy suddenly. Poor sensing and pacing thresholds were also observed. The lead was removed and replaced with a new ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.